Event description:
It was reported that client has one programmer that is able to session sync and one that is not. Only has access to the one programmer that is not able to session sync. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that client has one programmer that is able to session sync and one that is not. Only has access to the one programmer that is not able to session sync. No patient complications were reported as a result of this event.